Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. During functional testing the device was able to obtain readings however alarm alert conditions presented with only visual indicators. No audible alerts were heard from the device. Internal inspection showed the u24 adc driver to the speaker was not functioning. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over five (5) year with no previous reported issues related to this reported event.

Event description:
The customer reported there is no alarm sound and the unit is not charging. No patient impact or consequences were reported.